Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited no image, deep cut on pink probe, and missing ke45 on forceps cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reported malfunctions were likely caused by component failure; however, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.